Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis found the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant: d314trg implantable cardioverter defibrillator 2012-(B)(6), 5076-52 implantable pacing lead implanted 2012-(B)(6), 429688 implantable pacing lead implanted 2012-(B)(6), 5076-58 implantable pacing lead 2013-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead fractured due to a fall in which there was direct impact to the device. It was further reported that noise and high impedance were noted on the rv lead. The device was turned off in the office and a life vest was prescribed until the lead could be revised. The pace/sense portion of the lead was capped and replaced. It was later reported that the lead was infected and subsequently removed. No further patient complications have been reported as a result of this event.